Manufacturer narrative:
Updated sections: e1,g4,g7,h2,h6,h10. Corrected section: h3 - other provide code changed to device not returned. H6 - evaluation method code device discarded changed to device not returned. Trackwise #: (B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. The product is not returning. The certificate of conformance can not be traced at this time since it may have been received at another facility. However, in the event it is traced and located, a copy will be attached to the record. H3 other text : device not returned.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(6), they called to report there was no audible sound coming from the device while in use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID #(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using t.w. Power supply s/n (B)(4), they called to report there was no audible sound coming from the device while in use. A replacement device was used to complete the procedure. The hospital did not report any patient effects.